Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and valgus malalignment. Also, the tibial tray was loose at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The devices associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Provided information states the implant was implanted way too vertical and patient was in valgus state. The rep stated this was not due to the products but due to the positioning of the implant during primary surgery. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.